Event description:
Caller alleged imprecision results using the inratio meter. Results as follows: date: (B)(6) 2012, inratio: 7.5, re-test: 5.3, re-test: 2.1. Time between meter testing was minutes. Pt self-tester reports wiping away the first drop of blood. Caller¿s last dose of coumadin was on (B)(6) 2012.

Manufacturer narrative:
Investigation pending.